Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: according to the complaint record the temperature issue was reported to occur on (B)(6)2018. According to the pump history the pump was in use until (B)(6) 2019. Therefore all black box and alarm date for time of complaint has been overwritten. The current available black box shows no evidence of vp drop or overheating issues . Investigation was unable to duplicate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.